Event description:
It was reported that while using the side-fitting surgical fiber during a prostate procedure, the output beam was observed to be forward firing. Unknown how the procedure was completed. Patient outcome: " no damages to the patient". No further information was provided.

Manufacturer narrative:
(B)(4)..